Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antiinflammatory agents. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("systemic lupus"), inflammation ("inflammation"), arthralgia ("joint pain"), cervicitis ("cervicitis") and endometriosis ("endometroisis"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, systemic lupus erythematosus, inflammation, cervicitis and endometriosis outcome was unknown. The reporter considered arthralgia, cervicitis, endometriosis, inflammation, medical device removal and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: first hsg (after 3month) tube not blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Case becomes an incident. New events added: medical device removal, cervicitis, endometriosis. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antiinflammatory agents. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("systemic lupus"), inflammation ("inflammation"), arthralgia ("joint pain"), cervicitis ("cervicitis"), endometriosis ("endometriosis") and adverse reaction ("adverse reaction"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, systemic lupus erythematosus, inflammation, cervicitis, endometriosis and adverse reaction outcome was unknown. The reporter considered adverse reaction, arthralgia, cervicitis, endometriosis, inflammation, medical device removal and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: first hsg (after 3 month) tube not blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event adverse reaction was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.